Event description:
It was reported that a transpac IV monitoring kit, disposable transducer, 03 ml squeeze flush, macrodrip was found to have provided inaccurate results during patient use. It was stated in the report, ¿the pressure sensor was used to monitor the invasive blood pressure of no children, and the invasive blood pressure could not be corrected to zero, and the monitoring results were inaccurate.¿ it was also stated that due to neonatal respiratory distress syndrome, the patient was given a pressure sensor on (B)(6) 2024. However, on the same day, it was found that the pressure sensor could not adjust to zero and the monitoring result was inaccurate. After the doctor or nurse knew, the faulty product was removed and replaced with the same type of pressure sensor immediately. The place of use was in the medical institution. The local nmpa review result was pass, and the local nmpa name was changde adr center. The quantity affected is 1, and the product cannot be returned for evaluation. A sample picture is not available. There was no patient harm reported.

Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 13836108 was reviewed and no non-conformities were found that would led to the reported complaint.